Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken cable. The instrument was inserted into the patient and surgeon tried to control it when, the broken cable was noticed. The instrument was replaced and procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained following additional information: the cable breakage reported on 8mm fenestrated bipolar forceps instrument did not cause fragment(s) to fall into the patient's anatomy. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Photographic images of the device(s) or a video recording of the procedure were not available for review. Patient information was provided. Section a1 was updated with patient information received from customer.

Event description:
Refer to h11 for follow-up information.